Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected: one syringe of juvederm® voluma¿ in chin and two syringes of juvederm® volift¿ in nasogenian groove and in superior part of the lip. Four months later, patient came back for another appointment ¿presenting a lesion of some days of evolution, painless, located on the chin. On physical examination, a nodule of approximately 2.5 cm covered by normal skin, indurated, painless on palpation, more palpable than visible was palped under the lip commissure on the left. On the contralateral side, there is a nodule with similar millimetric characteristics. Patient was prescribed orally antibiotic-lymecycline 30 mg for 28 days and a new control in a month. Hcp added, ¿it seems a late complication of an infectious type.¿ no other information provided. This is the same event and patient reported under MDR ID # 3005113652-2020-00421 (B)(4). This MDR is being submitted for juvederm® volift¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Additional information: control one month after starting the antibiotic: good response with complete resolution of nodular lesion.